Event description:
Dlif peek cage broke where inserter instrument meets cage. After halfway inserting the implant, surgeon accidentally loosened the internal threading of the inserter enabling a bit of play. Rep feels like dr. Was not threading straight into the implant and may have cross threaded. When advancing the implant the rest of the way, the inserter portion of the cage broke into several pieces. All pieces have been recovered. All parts were recovered and removed from patient. No patient anatomy was provided. No pre or post-op x-rays were provided. No harm or injury to patient was observed. Surgery completed with new cage. Potential cause could be, that the implant must have experienced an intense impaction at an unfavorable angle. User error.